Event description:
Telemetry indicated the device's programmed pulse amplitude and pulse width had changed since the last followup visit, but the nurse was positive no one had reprogrammed the device. The cell voltage was 2.76v and capture and sensing were appropriate. Upon further questioning, the pt stated that he had recently been defibrillated.